Event description:
A 3.0mm diameter by 12mm length s7 stent delivery system was inserted in an attempt to direct stent a lesion in the circumflex coronary artery. It was not possible to cross the severely calcified lesion, therefore, the stent delivery system was pulled back in the coronary artery. Upon removal of the stent delivery system, the stent dislodged from the delivery balloon when it was pulled into the guide catheter. The dislodged stent was believed to have travelled down to the iliac artery and remains in the patient's arterial vasculature. The target lesion was then treated with pre-dilation of a ptca balloon and deployment of another s7 stent. The patient was fine post procedure and there is no additional clinical sequelae reported related to the event. The severely calcified lesion not being pre-dilated likely contributed to the stent not crossing the target lesion. The instructions for removal of an undeployed stent were not followed, when the stent was pulled into the guide catheter while the catheter was still engaged in the coronary artery.